Event description:
Healthcare provider reported "left side capsular contracture baker grade iii." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "left side capsular contracture baker grade iii."

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell, missing shell and underweight. A visual and microscopic analysis was performed which identified, striated broken on anterior. Based on the device analysis, the final assessment is: a striated broken on anterior assessed, as surgical damage. Missing shell assessed, as inconclusive.

Event description:
Healthcare provider reported, "left side capsular contracture, baker grade iii". The device has been explanted.